Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
Concomitant devices: 5976008 02-010-01-0230 - logic femoral ps cem left sz 3. 5305237 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t. 5716218 200-02-35 - three peg patella 35mm. 315620 203-96-01 - (11-2222) saw blade new stryk (.050). 264318 203-96-03 - (11-2216) saw blade new stryker (.050). The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 60 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, bilateral knee pain, swelling, reduced functioning, loss of range of motion, great pain and anguish; mechanical failure of knee replacement, revision surgery, injuries to bone and tissue. No further issues or complications were reported. No additional information is available.